Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (acinetobacter baumannii) was misidentified as moraxella (formerly branhamella) catarrhalis. The user verified the final result using bacterial culture. No health impact or consequence reported. This is report 9 of 17.